Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion which led to high blood glucose level that ranged between 400 to 420 mg/dl. Also, the patient had high ketones which the healthcare professional identified as life-threatening or dangerous. The patient tried to treat high glucose via bolus via pump. Therefore, on (B)(6) 2024, the patient first went to emergency room for 3 to 4 hours due to high blood glucose level. On the same day, the patient was released from the hospital with no permanent damage. No further information was available.